Event description:
The diagnostic duett sealing device was deployed following a diagnostic procedure via a 6 fr sheath in the right common femoral artery. Following the deployment, the patient experienced loss of pulses, loss of color and pain in the right leg. An occlusion was confirmed and treatment consisted of a surgical thrombectomy and anticoagulation therapy. The treatment was successful and the event was resolved.